Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that it had gotten hard to charge and took longer to charge. The device would only charge to 50%. The patient stated she was frustrated and eventually stopped charging around the end of (B)(6) or early (B)(6) due to other family members¿ health issues. The patient stated they had been sick/had memory issues, were tired, and had hardly been home due to issues with their family, unrelated to implant. When the patient tried to recharge, she saw reposition antenna. The last charging session was more than 1 to 3 months ago. The patient was redirected to their healthcare provider to address the possible overdischarge. No patient symptoms were reported. The indication for implant was other chronic/intract pain (trunk/limbs).